Event description:
It was reported that the surgeon was performing an intra-medullary (im) nailing retrograde procedure on (B)(6) 2015. The reamer shaft broke during the intramedullary reaming portion. All parts were retrieved. The surgeon jumped several sizes to expedite the case due to severe polytrauma. The surgeon started with an 8.5 and immediately went to 12.5 when the reamer snapped. The patient reportedly had hard bone. Patient/status outcome was fine. The event occurred intraoperative with no reported surgical delay. Procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the returned instrument was evaluated and the complaint condition of broken was able to be confirmed as the shaft broke into two segments approximately 60mm from the proximal end of the device. The shaft showed expected wear for a ten year old instrument (mfg 10/2005) and the distal tip appeared to be in good condition with all four prongs intact. The system¿s medullary reamer heads range in sizes from 8.5-19mm in 0.5mm increments. The 8.5mm head is front cutting and the remainders are side cutting. In this instance it is likely that the 12.5mm reamer head got stuck after partially completing the reaming which caused the proximal end of the instrument to experience a heavy torque load leading to the failure. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier, gender, and weight are unknown. Patient is reported as being in his/her 30s. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: october 26, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information (investigation summary) -- during an intra-medullary nailing (im) retrograde the reamer shaft (352.040 lot 2182964) broke when the surgeon jumped several head sizes (from 8.5mm to 12.5mm). The returned device was examined and the complaint condition of broken was able to be confirmed as the shaft had broken approximately 60mm from the proximal end of the instrument. A definitive root cause was unable to be determined; however, based on the complaint description, the failure is the result of excessive load applied to the device by attempting to skip multiple cutting head sizes. The flexible shaft failure is the result of skipping head sizes during reaming. This likely caused the reamer head to become lodged in the im canal which allowed the shaft to experience an extreme amount of torque on the proximal shaft. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.